Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and walked caller through pump reset, after which the pump did not display cgm error code again. Caller successfully started their sensor session.